Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he would know if his glucose was low. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 80-100mg/dl fasting. Verified the strips expire 6/29/2017. Customer confirms the strips have been properly stored and were first opened 3 weeks ago. Reviewed meter memory a 45mg/dl, (B)(6) 2016 09:49:00 am, fasting:yes. A 239mg/dl, (B)(6) 2016 10:02:00 pm, fasting:no. A 45mg/dl, (B)(6) 2016 10:51:00 am, fasting:yes. A 171mg/dl, (B)(6) 2016 11:09:00 pm, fasting:no. A 52mg/dl, (B)(6) 2016 11:50:00 am, fasting:yes. The customer ran his blood this morning and the resutls was 45mg/dl and on another meter it was 85mg/dl. He always runs lower in the morning as his fasting and then he takes his blood again before his dinner meal or and at bedtime and it is always so much higher. Customer confirmed that he does not use the suggested blood testing technique. He said that even the (B)(6) gets a higher blood results on her meter than he gets on his true metrix meter.